Manufacturer narrative:
Follow-up #1: date of submission 07-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were observed. The rewind, load, and prime steps were performed successfully. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. A cartridge with 100 units was correctly loaded into the pump, and the remaining insulin was calculated accurately during steps 17 through 20. The pump was primed until 20 units remained in the cartridge at which point a low cartridge warning was given. The cartridge was removed, and 20 units were visually confirmed as remaining. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced that day a blood glucose greater than 250mg/dl, but less than 500mg/dl, with trace ketones, polydipsia, and polyuria, associated with an alleged remaining insulin reading issue. Reportedly, the patient remained on the pump and self-treated with insulin via pump. During troubleshooting with customer technical support, it was revealed the remaining insulin reading on the display screen was showing more than 20 units less than what was in the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a remaining insulin reading issue.